Event description:
No patients were affected. Bug in the map roi functions in image registration, reported from a customer. There is an issue with the options map roi(s)' and map roi(s) reversed', only available by right-clicking in the roi list in the structure definition module, that may lead to unintended roi geometries when mapping rois using a rigid-only registration. If the rigid registration is modified after the structure definition module was first opened, the modifications will not be taken into account when mapping rois between the image sets. Instead, the rigid registration that existed between two image sets when the structure definition module was opened will be used for mapping rois. This means that the mapping will use an obsolete transformation leading to unintended roi geometry positions.

Manufacturer narrative:
Factors that may have caused or contributed to the adverse event and the actual or potential health hazard (e.g., design defect or manufacturing defect): a software implementation error has been identified. Image registration information for the map roi functions is not properly updated. Immediate and/or long-range health consequences of the actual or potential health hazard: target could be slightly misplaced. I.e. Local under-dosage to target could occur unless sufficient margins are used. Local over-dosage could affect risk organs very close to target. The functionality in raystation is not wrong, but could be enhanced to avoid the issue.

Event description:
Follow-up report rsl: MDR 3007774465-2023-00021 52889 rs manual + automatic rigid registration and map roi gives wrong result rsl. No patients were affected. Bug in the map roi functions in image registration, reported from a customer. There is an issue with the options map roi(s)' and map roi(s) reversed', only available by right-clicking in the roi list in the structure definition module, that may led to unintended roi geometries when mapping rois using a rigid-only registration. If the rigid registration is modified after the structure definition module was first opened, the modifications will not be taken into account when mapping rois between the image sets. Instead, the rigid registration that existed between two image sets when the structure definition module was opened will be used for mapping rois. This means that the mapping will use an obsolete transformation leading to unintended roi geometry positions.